Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope has broken light lenses with residue buildup. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, but a field service engineer (fse) was dispatched to customer site to perform a preventive inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.